Event description:
During an incident in 1999, involving a male patient who was complaining of mid sternal chest pain radiating, this defibrillator was being used to monitor the patient and it prompted "service mandatory failure 11 10 a8". The patient was transported to a hospital where he was found to be in acute mi and was admitted.

Manufacturer narrative:
Initial test of this unit verified the reported "service mandatory (sm) fail io f8" prompt. Later testing could not reproduce the "sm" message. Internal inspection found heat damage on the high voltage board and the display backlight was found to be inoperative. C13 and r27a on the high voltage board were found to be burned and were replaced; the backlight was then operational. No "sm" messages were experienced during testing. The printout from the returned mcm documents an event in 1999, during which this defibrillator was powered on sensing monitoring electrodes, then prompted "check electrodes" and continued in monitoring mode with intermittent "chek electrodes" for 48 minutes. No "sm" message is documented in the event log. The electrode pads and patient cable used at the scene were not returned for evaluation. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain this prompt and what to do should it be experienced. They also explain that "service mandatory" faults caused by external electrical interference may occur on any digital equipment and such a fault will usually not be repeated. The customer was sent a letter explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.